Event description:
Customer reported that the keypad of the insulin pump was not responding. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. Unit received with bleeding lcd, scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.